Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed a leaky capacitor, designator c160. They verified the reported service code and verified no pacer or AED function. The paddles ECG was inoperative, but the assembly was allowing the device to deliver therapy in manual mode. The cause of the reported issue was leaky capacitor, designator c160.

Event description:
The customer contacted physio-control to report that their device did not display the rhythm in paddles defibrillation mode and that there was an event code logged in the device's memory that can indicate that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if it was necessary. There was no report of patient use associated with the reported event.